Event description:
Related MFR reports: 1627487-2020-21822, 1627487-2020-21823 and 1627487-2020-21824. It was reported the patient complained of pain at the drg system lead(s) site. Reportedly, the patient stated they could feel the tip of the lead through the skin. Consequently, surgical intervention was taken and the patient's drg system was removed. During the explant procedure it was found the patient's left lead at the t6 placement was fractured inside the epidural space. The lead appeared to have looped back on itself in the space and created a knot.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-21822, 1627487-2020-21823 and 1627487-2020-21824.